Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a noise reversion episode was observed on a patient device transmission. Emi was suspected. No further information is available.